Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corner were noted during the visual inspection. No button error alarms were noted. However, moisture damage was noted to the keypad traces. No moisture damage was noted on the electronics assembly.

Event description:
It was reported that the insulin pump alarmed button error after patient fell into a stream and insulin pump was submerged into the water. Customer reverted to back up plan. Customer's blood glucose was 20mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.